Manufacturer narrative:
Additional information: (first and last name, email). Evaluation summary the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated after few seconds. A visual inspection was performed and it was observed the cuff presents a small cut, the failure mode cut in cuff is confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection prior to use on a patient, inflation of the cuff was attempted but air started leaking somewhere, and the cuff was not inflated. There was no patient involvement.